Event description:
The customer alleged that the disinfectant was leaking from the bottom right corner of the unit. There were no injuries reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The fse found leakage from the air compressor relief valve, the fse set the relief valve pressure to 20 psi. The fse replaced the air valve (v3). The fse ran a successful cycle with no leaks observed. The device meets mfg specifications.